Event description:
Customer reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Corrective action involved technical support providing information for a complete pump reset, which was successfully performed, and the cgm error code did not reappear. The customer was able to start their sensor session without further issues.